Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacture representative reported the patient was receiving demerol (50 mg/ml at 50 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's tdd system was not working properly on (B)(6) 2019. There were no known factors that may have caused the issue and no troubleshooting was performed. The pump was catheter were replaced on (B)(6) 2019. It was noted the issue was resolved. The pump was going to be returned to the manufacture but the catheter was discarded by the customer.